Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after loading a new cartridge in the past the fill estimate was noted to be inaccurate. No troubleshooting could be performed as the customer had already changed out the supplies. The customer stated the fill estimate was accurate at the time of the call. In addition, the pump battery was noted to be depleting quickly. Review of the pump data showed that the battery dropped from 50% to 5% within one hour. The customer's blood glucose (bg) level was impacted (over 600 mg/dl). A correction bolus was delivered to address bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.